Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded morphine (unknown concentration and dose) via an implanted pump for an unknown indication. The hcp was trying to do a refill but was only able to put 15 cc of morphine in the pump. The rep was told he went to aspirate and ¿did not get anything out.¿ it was noted he was in the correct port so he put 15 cc in and encountered a ¿hard stop.¿ the hcp then withdrew 15 and put 15 back in and got another hard stop. The hcp said he would update the pump with 15 cc in the reservoir. The event date was (B)(6) 2018. Patient symptoms were not reported. No further complications were reported/anticipated or expected.